Manufacturer narrative:
The sample was collected in a 4 ml edta bd vacutainer tube and sampled within one hour of collection. The recommended sample type should be k2edta or k3edta anticoagulated human blood. Controls are run every 8 hours. Controls run before and after this event were within acceptable ranges. The root cause for erroneous low platelets is the presence of platelet clumps. Per bci labeling plt clumps are a known interfering substance.

Event description:
The coulter lh750 (instrument # 1) analyzer generated erroneously low platelet (plt) results without an instrument generated flag. The same specimen run on another instrument generated erroneous low plt results with an instrument generated flag. The results were reported out of the lab. A manual smear was performed, no plt clumps were seen on the smear review. The patient was transfused. The patient was redrawn after the transfusion and the redrawn plt results were erroneously low on the coulter lh750 (instrument # 2) analyzer without an instrument generated flag. A second sample drawn from the patient recovered higher plt results when tested on this instrument. A manual smear was performed and large plt clumps were seen. The original specimen's slide was then reviewed again and platelet clumps were observed. The patient was redrawn again and this specimen also recovered erroneous low plt results without an instrument generated flag on coulter lh750 (instrument # 1) analyzer.